Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Troubleshooting was conducted via telephone, and the customer was instructed to re-seat the light guide cables between cv-190 and clv-190. The image was live and the color bar was gone, but reported picture in picture window showing small image on the right side of the screen and on the left side all black with no text on the screen. Then the customer was instructed to press the round picture in picture button up to 6 times and the input/select buttons on the maj-1921 keyboard. Subsequently, the customer advised the issue has been resolved. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed neither the condition of the device. Based on the results of the investigation from the information obtained, no probable cause neither root cause could be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center color bar was displayed instead of the endoscopic image. Also, there were error codes e315 and b30 being displayed. It is unknown when this issue occurred. There were no reports of patient harm associated with the event.